Event description:
It was reported on (B)(6) 2012 that the patient's implantable neurostimulator (ins) wasn't working. The patient turned it off and had a catheter put in. The patient got tired of the catheter because she had infections while using it. The patient wanted to use her ins again. The patient felt stimulation in her hip when turned up, but at 2.2 volts "it was good." Additional information received on (B)(6) 2012 reported that the infections the patient had were solely from the long-term use of her catheter and not from her ins. No patient injury was reported.

Manufacturer narrative:
Product ID: 3889-28, lot#: v462930, serial#: implanted: 2010 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).